Event description:
It was reported that the patient experienced procedural pain and had the trial leads pulled out. After the lead pull, x-ray was taken and revealed that the c-reactive protein and erythrocyte sedimentation rate were both high which indicated inflammation. The patient was given an antibiotics and the trial leads were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: 7153285.